Event description:
According to the reporter, during the laparoscopic urology procedure, the device had a damaged seal. The blue seal of the trocar cannula fell in and was retrieved via laproscopic graspers. No patient injury has been noted. The return status is unable to be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.